Event description:
Customer reportedly obtained results of 440 mg/dl, 33 mg/dl, and 216 mg/dl on the advantage system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.